Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited variable shock impedance. Technical services (ts) reviewed the reports and stated that one alert approximately five years ago indicated the shock impedance was high out of range. Ts provided following actions. The device remains in use. No adverse patient effects were reported.